Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. An imp,tsv,4.1mm,dual sel,ha(tsv4h10) was returned for investigation. Visual inspection of the as returned product identified bone/blood residue around the external threads due to usage but no apparent signs of malfunction. The returned device was measured with a caliper and verified to match DHR drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Based on the evaluation, the device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (1229728). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op110) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1229728) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is customer uses inappropriate surgical or restorative protocol resulting in implant being placed or restored contrary to the instructions for use which leads to bone necrosis and then lack of osseointegration and implant is contaminated through user error (i.e. Contacts a surface outside the sterile field) and clinician attempts to clean and resterilize the implant and patient specific issue. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Customer reported non integration, sinus perforation and infection at tooth location #12. Sinus drainage 11 days post op. No improvement with antibiotics. Sinus lift graft was done at the time of implant. Drainage was from the area of the implant and also sinus infection. The sinus lift became infected and the implant was removed to resolve the infection. Patient wont return for an additional appointment. Symptoms as a result of the event: inflammation and pain.